Event description:
The customer reported that after preventive maintenance the o2 pressure is not reading correctly. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.